Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 trigger was stiff. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. While it was reported that there was no patient involvement, signs of clinical use and evidence of blood were observed on the tool handle and jaws. It was observed that the heater wire on the hot jaw was slightly bent at the middle portion. The heater wire remained attached at the tip and at the base. The silicone boot insulation appeared intact. The blue toggle switch appeared intact as well. The device was evaluated for toggle function. The toggle operated as expected. A slight "click" at the end of the toggle pull-back is audible to indicate to the user that the switch has been pulled past the activation point. This tactile feedback mechanism is considered normal and expected. Based on the returned condition of the device and the evaluation results, the reported failure mechanical issue was not confirmed. The analyzed failure material twisted/bent was confirmed. Specific actions for the analyzed failure are being maintained and documented under maquet¿s failure investigation report (fir) system.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 trigger was stiff. A replacement device was used to complete the procedure. No patient involvement.